Event description:
It was reported that the patient was on flomax and had a floppy capsule prior to surgery. The surgeon inserted the cc4204a collamer single piece lens and the capsule tore. The lens was removed, a vitrectomy was performed and an acl was implanted. The reporter stated the incident was due to the pre-existing condition of the eye and not related to any of staar's products.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric.(B)(4): product evaluation:method - lens work order search.results - a lens work order search was performed and there were no similar complant found.(B)(4).